Manufacturer narrative:
After concluding the investigation, a most likely root cause was identified. A high position of the plate on the mandible could be related to an increased risk of infection.

Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. Additional investigation is still ongoing.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative an infection was reported. The plate(s) will be removed (date not yet decided).